Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4).no device associated with this report was received for examination.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. It was reported that the attune knee failed 2 years post surgery. The tibial component became loose and patient required revision surgery. The tibial baseplate was found to not bond to cement. Doi: unknown ; dor: (B)(6) 2018; (unknown knee).